Event description:
It was reported to nova biomedical on (B)(4) 2013 that the consumer experienced a hypoglycemic event sometime in the past year. The consumer reported that he received a result of 187 mg/dl and administered an unk amount of insulin and the consumer subsequently experienced a hypoglycemic event requiring emergent food intervention to help raise his sugar level. The test strips and meter will be returned for eval. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
On (B)(4) 2013, nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.